Manufacturer narrative:
(B)(4). Batch # r9221x. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and the device was found to be functional and worked as intended. There were no anomalies noted with the functionality of the device. There was also no alert screen of " replace instrument" displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger and also found was that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic distal pancreatectomy procedure, ¿replace instrument¿ was displayed during use. The device was used on pancreas and rectal. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.